Event description:
It was reported by customer that introducer will not go into the patient without massive force, had to drop another kit to finish the procedure. No patient impact or injury was reported, course of treatment was not changed. 07/30/2024 it was found that three devices returned for evaluation revealed deformation that was consistent with attempted insertion against resistance. This report addresses the first device.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of difficulty inserting the microintroducer is confirmed; however, the root cause could not be determined. The products returned for evaluation were three 4.5fr microintroducers. Use residue was observed on all 3 samples. Additionally, all of the dilators exhibited a slight bend. Microscopic inspection of samples 1 and 3 exhibited what appeared to be an abrupt and uneven transition. Microscopic inspection of the distal end of the sheath on sample 2 exhibited buckling and regions that were indented. The sheath tip deformation and dilator bends were consistent with attempted insertion against resistance. Such resistance may occur if insertion is attempted at a steep angle, if the insertion hole is too small, and if the transition between the sheath and the dilator is rough or abrupt. Consequently, this complaint is confirmed as ¿cause unknown¿ at this time. This complaint will be recorded for future trending and monitoring purposes.